Manufacturer narrative:
Add info: a3a, b5, g3, h2, h6, h11.

Event description:
Additional information received indicated that on post-op day 1 the patient complained of spiking pain and light sensitivity. The patient presented with moderate corneal edema and at least 3+ cell in the anterior chamber. An anterior chamber paracentesis was performed, and the patient was prescribed simbrinza. Later that day the patient reported increasing pain, the surgeon prescribed methazolamide to be taken orally. The following day the patient presented with marked edema and a hypopyon. Based on the findings, the surgeon determined the cause of the event to be either tass (toxic anterior segment syndrome) or endophthalmitis. The patient was immediately referred to retina for a tap and inject to be performed. The tap did not yield any growth; therefore, the surgeon concluded the cause of the event to be tass. Approximately nine days later the patient underwent a vitrectomy with membrane stripping, ac washout, and kenalog. At one-month post-op patient presented with relative afferent pupillary defect (rapd), irregular iris, and some fibrosis over the lens implant. Patient's vision improved slightly to 20/100-2 (ph 20/60-) & intraocular pressure (iop) improved. The patient was lost to follow up for several months due to a having a stroke. At the most recent exam performed by implanting surgeon, the optical coherence tomography (oct) of the macula indicated permanent retinal damage. Vision had improved to 20/40, but no improvement with pinhole. The patient was most recently seen by a retina specialist who noted who noted chronic iritis and deposits on the iol. Patient is still under implanting surgeon's care and will follow up again in a couple months.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the eye, the patient was diagnosed with endophthalmitis. The surgeon stated the signs and symptoms seemed more consistent with toxic anterior segment syndrome (tass). Allegedly, the patient ended up losing vision and needing an additional surgery. Additional information was requested but not received.

Event description:
Additional information was received indicating the eye has largely stabilized. The patient still has visual deficits in relation to the other healthy eye, but there is no longer active inflammation.

Manufacturer narrative:
Additional information: b5, g3, h2, h11.